Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿ where the customer reported that an infusion was scheduled on (B)(6) 2026 at 9:16 a.m.: 100 ml of morphine (2 ampoules) at a rate of 4.2 ml/h. This was intended to last 24 hours. At 4:00 p.m. On the same day, the infusion was completed at a rate of 42 ml/h. The status of the product during the event was during infusion. The patient experienced no adverse effects or alterations.

Manufacturer narrative:
Based on the evidence, we can conclude that the device is functioning properly, and there is no record of its use in its history. Probable cause: there is no probable cause, as there is no evidence that this equipment is involved.